Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 147 mmol/l. The repeated result was 139 mmol/l. The repeated result was obtained on another module and was believed to be correct due to matching the patient's clinical history.

Manufacturer narrative:
The na electrode's lot number is bmq86. The expiration date was not provided. The field service representative found that the vacuum nozzle was defective. He replaced the vacuum nozzle and performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The calibration was acceptable. The alarm trace showed multiple "abnormal aspiration" alarms. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.